Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the lens tore. There was eye contact but no injury, no enlarged incision or sutures.

Manufacturer narrative:
(B)(4): eval: results: visual inspection of the returned product found a piece of lens optic and one haptic torn off. The other haptic was bent. There was evidence of reddish residue on the lens surface. A cartridge was returned with no visible damage. Conclusions: based on the complaint history and the eval of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).